Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (lad) artery with 50% stenosis and moderate calcification. The dragonfly opstar imaging catheter was advanced with the non-abbott guidewire and reached the target lesion. After a successful pullback, the imaging catheter could not be withdrawn over the guidewire. No force or pressure was applied. However, all materials had to be removed from the patient, including the guiding catheter. The dragonfly opstar had become jammed at its tip against the guidewire and a distinct kink was visible in the front part. A further pullback was not necessary and the procedure was then completed normally without any further oct examination. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported deformation due to compressive stress (kink) and difficulty to remove were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress (kink) and difficulty to remove appear to be related to circumstances of the procedure. The catheter was returned with a stretched guidewire exit notch, which is an effect of the reported difficulty to remove from the guidewire; however, there were no kinks or bends noted which could be attributed to the reported kink. In this case, it is likely that the condition or performance of the guidewire employed caused the reported difficulty to remove, and it is possible that the stretched guidewire exit notch was interpreted as a kink. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.